Manufacturer narrative:
The customer provided the patient's sample for an investigation. The patient's sample contained no foam or fibrin clots. The investigation tested the patient's sample and the customer's results were reproduced. Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed, streptavidin. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The customer's calibration and qc data was requested but not provided. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient tested on a cobas 8000 e 602 module. The serial number for the e 602 module was requested but not provided. The initial results were not reported outside the laboratory. The customer performed repeat testing with the patient's sample for confirmation. Also, the customer sent the patient's sample for investigation and the sample was tested on a siemens centaur analyzer, cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer.